Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported that a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding and left ventricle (lv) thrombus. The patient developed a hematoma of the right groin. Hemostasis was obtained with manual pressure and transfusion of one unit of packed red blood cells. Additionally, the lv thrombus was found on echocardiogram. Consequently, the impella cp pump was explanted, and the patient was escalated to extracorporeal membrane oxygenation support instead of impella 5.5 due to the lv thrombus. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the thrombus and access site bleed could not be determined. Added- h6 component code 925 d4-corrected model number.